Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that their insulin pump had a power error detected alarm and post-reset ram crc alarm. The customer¿s blood glucose was 108 mg/dl. The customer report they were able to rewind the insulin pump. Troubleshooting steps were provided for power error detected alarm. The customer stated that pump error occurred more than once. The insulin pump will be returned for analysis.

Manufacturer narrative:
Device passed sleep current measurement, active current measurement, self test and displacement test. Device was received with pump error 25 alarm due to j6 connector resistance issue. Device monitored without the test energizer battery inside the battery compartment and reinserts it back into the battery compartment for less than 10 minutes and no unexpected pump error 23 alarm noted.